Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot # unknown, product type: trial lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported that the leads came loose and the wires slipped out when the patient went to use the restroom; nothing was connected at this time and the patient had contacted their doctor¿s office about it. It was noted yesterday was the worst day for the patient. No further complications were reported/anticipated.